Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The specific call service alarm allegedly emitted was not provided. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: review of the black box data revealed consecutive ¿cs054/cs052¿ slave communication alarms on (B)(6)-2018. The pump powered on normally and ¿ez-prime¿ steps were performed correctly. No ¿cs054/cs052¿ alarm or any errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.